Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the eyelets on the catheter were very small. Allegedly it was about half the size of the patient's older catheters. The patient reported that the catheter does not drain at all due to the eyelets being too small.

Manufacturer narrative:
The reported event was confirmed. The samples were received unopened and in good condition. The eyes were measured for eye location and compared to the specifications. The range for the first eye was 0.275-0.400" from the center of the eye to the tip of the catheter. Four of five samples did not meet specifications for the eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands."

Event description:
It was reported that the eyelets on the catheter were very small. Allegedly it was about half the size of the patient's older catheters. The patient reported that the catheter does not drain at all due to the eyelets being too small.